Event description:
It was reported that the patient expired due to an intracranial bleed. The ventricular assist device manager at the facility stated that the event was not related to the device. An autopsy will reportedly be performed and the device explanted. The device will then be returned to the manufacturer for evaluation.

Manufacturer narrative:
It was reported that the event was not related to the device and no request for analysis of the device was made with investigational follow-up. Functional analysis of an explanted pump will not provide any information regarding the reported intracranial bleed. No further information regarding the reported event or autopsy has been obtained from the site in response to investigative efforts. Bleeding and stroke are known potential adverse events associated with the use and required therapy for ventricular assist device as outlined in the instructions for use. Although a root cause conclusion cannot be determined based on the available information, individual patient comorbidities and pharmacological factors may have contributed to the event with no indication of any device malfunction or performance issues related to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including bleeding, stroke and death, have been associated with use of this device as outlined in the instructions for use (IFU). Pump will be explanted and returned.